Event description:
The patient's nurse was calling for assistance with tightening the luer lock of the patient's infusion set. She stated that she believes the loosened luer connection caused the patient to experience elevated blood glucose. The nurse stated that the patient's blood glucose measured "hi" (over 600 mg/dl) on her blood glucose after she changed her infusion set and insulin cartridge. Troubleshooting did not reveal an issue with the patient's infusion device. Further attempts to follow up with the patient were unsuccessful. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.